Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient patient's vision was found bad: waxy vision after surgery. The iol was exchanged for another single focus lens model 16 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be confirmed. Iol returned in two pieces pressed against the lens case base posts. The serial number on the lens case is defaced, a label was also received, the label reads serial number. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is bent, cracked/split in two and scratched/marked-rejectable with loose fibers and particulate. There is also a piece broken form the optic, this is adhered to another piece of the optic. No other observations. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating patient condition after the replacement of iol was good.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).